Event description:
The patient reported, initially, putting the retainers in felt painful, but I continued with treatment. I was finally on week 16 after, about a year of usage, but my teeth did not seem to move. And every time I put my retainer in, it felt terrible. I spoke to my dentist, and he said, it looks like my roots were damaged from byte. No letter of recommendation was requested. Documentation provided to the patient included an aligner void email, a no refund template email and a request for an aligner evaluation. No further documentation or response from the patient regarding the complaint.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11. (Manufacturer narrative): note: an incorrect initial 3500a submission was inadvertently submitted, for this MFR report #. All previously submitted information will be corrected, by the data provided in this follow up. Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that the aligner step 7 is cutting their tongue. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.